Event description:
Siemens was notified on (B)(6) 2012 that during an imrt there was an multileaf collimator (mlc) interlock at field two (2). Reportedly, there were 74.2 mu of 74.4 mu treated before the interlock occurred. The customer reset in order to continue treatment and field two (2) was then treated again with 18.5 mu. Field three was not treated automatically; therefore, the customer treated that field manually. There is no report of injury to the pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported incident is ongoing. A supplemental report will be submitted to the FDA upon completion of the investigation. (B)(6).